Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products: associated MDR #1225714-2014-05052 and 2937457-2014-01169.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2010 after the use of the product.